Event description:
Device malfunction: vessel wings collapsed. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a vessel closure technician, trained in the use of the starclose device, attempted an arteriotomy closure of the left common femoral artery following an interventional procedure. The technician was completing the thumb advancer stroke, when the vessel locator wings prematurely retracted and the clip deployed. Access to the vessel was lost. Hemostasis was achieved by manual compression. No patient adverse effects were reported. No additional information is available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did produce any findings relevant to this report.